Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
It was reported that a patient was implanted with an impella 5.5 and had a chest wall hematoma on the pump side. A washout was performed and three units of packed red blood cells were transfused. Additionally, a left ventricle thrombus and an embolic cerebral vascular accident were noted via computed tomography scans. Impella support continued.

Manufacturer narrative:
The investigation of access site bleeding, thrombus, and stroke/cva has been completed. The pump was returned and no damages or abnormalities were found. Access site bleeding: clinical states right chest wall hematoma with a small amount of active contrast extravasation on impella 5.5 side. No active bleed found, chest wall hematoma evacuated. Patient has coagulopathy. The root cause of the access site bleeding was most likely patient condition related due to the patient's coagulopathy. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. Stroke/cva: the root cause of the stroke/cva was unable to be determined due to insufficient clinical details.